Event description:
During a pci procedure, the maverick2 monorail ptca catheter balloon ruptured on inflation. The number of inflations and to what atms is unknown. No information was provided about the lesion or anatomy. All concomitant using products ere unknown. No patient injuries or complications were reported. Patient status is reported as 'good'.